Event description:
Revision surgery - the pt's shoulder was popping out of joint. The surgeon performed a revision on a total shoulder and replaced it with a reverse shoulder prosthesis.

Manufacturer narrative:
Djo surgical is not the manufacturer of record for these devices. The complaint cannot be forwarded to the manufacturer due to the fact that no information about the explants was provided. It is believed that the hospital will notify the manufacturer.